Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was going to be doing a revision on their implant because the patient has been having difficulty recharging their implant. Patient reported that manufacturer representative and health care provider has confirmed that the implant had shifted in their body and that was why they were having difficulty recharging. It was reported that the implant "the top white part" was facing outward toward the skin. Patient reported the last time they fully recharged was about three months ago. Patient was advised to go through passive recharge mode but patient indicated they would get the "no device found" screen. No symptoms reported at this time.